Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that she was experiencing an "er1" warning message while attempting to bolus her (B)(6) daughter using the one touch ping meter's bolus feature. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(6) 2011 and obtained the following information. The patient's mother reported that the alleged issue with the subject meter began on (B)(6) 2011 at 7:15 am. She informed this mss that she does not use the ping device for checking her daughter's blood glucose level because, it requires too much blood and instead uses the freestyle meter. The mother stated that morning she performed the glucose check on the freestyle meter (could not recall value) and then attempted to use the ping meter to bolus her daughter thru the meter's communication feature with the ping pump but got the "er1" message. She reported testing her daughter 10-12x/day and only using novolog in the ping pump and due to alleged issue, she bolus her daughter directly thru the pump and bypassed the ping meter. The reporter could not remember the amount of bolus given. The patient's mother claimed that while they were on their way to school, at 8:15 am, the patient became agitated and sweaty and wanted something to eat. The mother allegedly pulled over and gave her a cookie. She reported returning home by 9 am, and tested her daughter with the freestyle meter where she obtained a result of "319 mg/dl" and treated her directly thru the pump with 1u of novolog. Reportedly she claimed, her daughter felt better almost immediately. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were sent to the patient. Although, the patient was treated for symptoms suggestive of a serious injury, there is no indication that the subject meter caused or contributed to this serious injury. The patient's mother confirmed that she does not and has not used the subject meter as a tool for checking her blood glucose level because, it requires too much blood and exclusively uses the freestyle blood glucose meter instead. In addition, there was no delay in treatment, since the mother was able to manually bolus her daughter's insulin treatment thru the ping pump, based on the freestyle's glucose result. However, this complaint is being reported because, the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.